Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps cable broke during use (nothing fell into the patient), it was not replaced with another instrument of the same type, at the surgeon's discretion. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.